Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin in their cartridge. A supply change was performed to address the occlusion alarm. The customer's blood glucose (bg) level was 329mg/dl and had trace levels of ketones. A manual injection was administered to address the bg level. Tandem technical support educated the customer in regards to apidra being contraindicated for use with the pump.